Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose event. Blood glucose level at the time of the incident was around 440 mg/dl treated with insulin pump and manual injection or insulin pen. Insulin pump quit working and customer running high but then insulin pump was shut down and customer was close to 400 mg/dl and they took it off. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump was under delivering because at one point blood glucose was 380 mg/dl and customer took 10.0u and nothing happened so he took insulin pump off and took an manual injection and then blood glucose started to go back down. Customer's current blood glucose reading was 142 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black . Customer returned pump for alleged under delivery anomaly, blank display, and high bg's found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. No blank display noted during testing. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed (B)(4) units of normal bolus were delivered on (B)(6) 2022 between 00:00:00.000 and 22:00:00.000. Unable to confirm high bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for under delivery was not confirmed. Unable to confirm high bg's. Blank display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.